Event description:
A zoll patient service representative (psr) called zoll customer support to report that he was unable to baseline a (B)(6) female patient. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation the wires at pins 8 and 9 of ECG "b" were being pinched by the ECG cover, which prevented the electrode belt from baselining. The root cause for the pinched wires could not be positively identified but was likely to assembly error. No adverse event resulted from the pinches wires. The patient received a replacement electrode belt.